Event description:
It was reported that when the nurse changed the product for the patient, the titanium adapter could not connect to the transfer set. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). As the titanium adapter was not returned and the lot number is unknown, a device analysis cannot be completed.